Manufacturer narrative:
The devices were returned for investigation. The evaluation of the provided information has been made available. DHR review: the quality records indicate that this component met all requirements to perform as intended. Event description: product was implanted on (B)(6) 2011 and was revised on (B)(6) 2016 due to loosening, pain, osteolysis. X-rays and surgical reports: signs of osteolysis were visible. The implantation notes of the hip stated that the surgery was according to standard protocol the revision notes of the hip stated that: during opening of the capsule, milky fluid drained. The durom cup could be removed without effort. Visual examination: the durom cup showed damage from the revision surgery such as nicks slight scratches. The porous coating of the durom acetabular component exhibited lack of bone on growth. On the inner surface of the head adapter surface changes due to fretting corrosion could be found. Slightly polished-like areas were visible on the porous coating of the durom acetabular component. A product failure cannot be confirmed. A tight monitoring is ongoing for revisions with (B)(4) durom cups where the initial implant date occurred after the accomplishment of a retraining program for users outside the u.s. Which was initiated in november 2009 as a corrective action and reported to the national competent authorities as required.. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. Zimmer (B)(4) consider this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with outside us durom cups where the initial implant date occurred after the accomplishment of a retraining program for users outside the USA which was initiated in (B)(6) 2009 as a corrective action and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in (B)(6) 2008 as notification z-2415/2426-2008. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a durom acetabular component 54/48 code n on the right side on (B)(6) 2011. The patient was revised on (B)(6) 2016 due to loosening, pain, osteolysis.